Manufacturer narrative:
Evaluation summary: at the visit on site a company representative could not reproduce the reported issue. As precaution the company representative exchanged the shutter and rsp board. No material was returned to the investigation site for evaluation. Log file review of the date of treatment revealed that two treatments were aborted by the user after a warning message. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The logfile shows almost every treatment on the treatment day shows interruption by the user releasing the laser pedal. Also on the next days almost every treatment shows interruptions by the user. So the most possible root cause is the user pushes the laser pedal not wide enough or the user is wiggling around the switching point which leads to an oscillating signal and so there can be differing signals from the laser pedal and the shutter to the system. Software version 1.106. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the laser system stopped ten seconds after the treatment had begun. The system was rebooted and the treatment resumed; however, the laser stopped again, after eight seconds. The surgeon decided to abort the procedure. The patient will be returning for treatment completion at a future date. Additional information has been requested.